Event description:
A report was received that a patient underwent pocket revision surgery due to the ipg protruding through the skin. The physician elected to replace the ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was kept by the medical facility.